Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached outside of the pt at 6,771 joules. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. The user did not experience any injury from use of the sys. There were no error codes displayed on the console when the event occurred. The fiber cap was retrieved. No pt injury was reported.